Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported yesterday they were doing some work outside and when they stood up, the implanted neurostimulators battery got stuck flipped on its side. Patient said it didn't hurt, but was sticking out of their back like a coin on its side. If they bent their back, the battery would go flat again, but when they stand back up, it would stick right back out. Agent reviewed information and redirected patient to their healthcare provider to further address the issue. When agent asked for event date of issue, they confirmed the full flip happened yesterday; however, they have spinal stenosis which causes a spasm that happens on the right side of their body which had been moving the battery a bit this whole time, but never actually stayed/flipped until now. Patient mentioned they are unable to charge their implant with it sticking out, but they also don't know which side is supposed to face out for best charging and were nervous to just flip it themselves by massaging it. The issue was not resolved. The caller was redirected to patient's healthcare provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.